Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Discarded.

Event description:
It was reported that patient underwent a partial knee arthroplasty on unknown date. Subsequently, patient underwent a revision procedure due to unknown reasons on (B)(6) 2016. No further information has been provided.